Event description:
The product was evaluated. An external visual inspection was performed and failed due to foreign object damage in the usb connector. Pictures were taken. Receiver charge and boot tests were performed and failed due to the receiver not turning on, even with a good known battery. Functional tests were not performed due to foreign object damage on usb connector. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The receiver log was not downloaded and reviewed due to the receiver not turning on. Confirmation of the allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.